Event description:
It was reported that the vertical lift on the 9800 system will not go up or down. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the 24 v power supply (ps3). The system was tested and found to be working as intended and placed back into service.